Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien.  A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4).

Event description:
Customer stated that after they set up the pump for their second use of the day the pump did not work. The motor would not run. Evaluation summary: the device was returned for evaluation, it was noted that during visual inspection, investigation result determined a failure of the output control.